Event description:
On (B)(6) 2011, an elevate anterior was implanted. It was reported that after the first couple of months she developed pain. On examination of the doctor noticed extrusion at the apex and felt some banding. He excised 1.5 cm of exposed mesh and severed the apical mesh arm on the right side. For 2 weeks the pt's pain disappeared and the incision felt indurated and firm. The pt was tender to palpation from mid apex to the right side. The mesh was laying flat at the apex and there was no sign of obvious infection.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.